Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that signal loss over one hour occurred. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss for over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. A review of the share logs was performed, but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.